Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device noted that it was returned fully deployed, and the suture was not returned. Both cuffs were captured and attached to the needle tip. The suture had been cut distal of the proximal needle tip. During knot advancement if the rail end of the suture is advanced the knot will tighten on itself. The non-rail is used to advance the knot to the arteriotomy while the rail end is held. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. A review of the device lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there have been no previous incidents reported for difficult to deploy and difficult to position. Based on the inspection criteria and the analysis of the returned components the reported difficulty positioning the knot could not be confirmed and no root cause could be determined. No manufacturing or quality deficiency was detected. Each component is inspected during manufacturing and each finished goods lot is inspected.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, difficulty was experienced while attempting to lift the lever up to deploy the foot, however it went up. After retracting the plunger the knot on the suture was observed in a location higher than usual. The physician however manipulated the sutures and was able to achieve hemostasis with the device. There were no adverse patient effects. Though requested, no additional information was provided.